Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 374 mg/dl (patient's nano meter) and 145 mg/dl (neighbor's nano meter). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).